Manufacturer narrative:
Continuation of d10: product ID pscc100 (B)(6); product type: 0609-catheter; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure for atrial fibrillation, the guidewire 990045 pv tracker caused an atrial tear and cardiac perforation, which was described as temporal. The patient experienced decreased oxygen saturation. Contrast was injected through the ps catheter to visualize the anatomy prior to starting the left pulmonary veins, with the guidewire removed and the loop kept in its sheath, followed by a serum wash. The left pulmonary veins were completed without issue. When addressing the right inferior pulmonary vein, the loop of the device appeared in a figure 8 shape, and upon attempting to remove the catheter, it was found that the guidewire would not retract. Upon removal, the guidewire was found to be broken with a piece of cardiac tissue or fabric caught on it. The procedure was aborted. Pericardiocentesis was performed as an intervention for the cardiac perforation, and the patient was reported to be stable and alive with injury.

Manufacturer narrative:
Product event summary: the 990045 pv tracker guidewire with lot 8584496 was returned and analyzed. During visual inspection, the guidewire was received threaded into the catheter and extended beyond the tip. Tissue was observed stuck on the tip (point of contact with the guidewire lumen). The guidewire extended from the tip of the catheter and was damaged at 1.58 inch from the guidewire tip. Resistance was encountered during guidewire removal attempts, the guidewire was likely stuck due to dried blood, foreign material or saline. During a compatibility test, the guidewire/catheter insertion test was unable to be performed due to the returned condition of the pv tracker (stretched and damaged). In conclusion, the reported "foreign material on tip" was confirmed. The guidewire failed the returned product inspection due to a stretched guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.